Manufacturer narrative:
Investigation summary: based on device evaluation, a pump malfunction was confirmed. The identified device failure was likely caused due to excessive physical manipulation. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that pump deflation ball was misaligned. The pump was functionally tested to confirm the functionality and failed during priming. The pump was unable to be functionally tested further and product analysis concluded a pump malfunction. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. Labeling review: a review of the ipp pump operating room manual (orm) was performed. As stated throughout the operating room manual: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the physician attempted to implant a 18 cm cx inflatable penile prosthesis (ipp) but there was a sizing error and the implant would not fit. Therefore, the device was removed and a 15 cm cx ipp was implanted. There were no patient complications in relation to this event.